Event description:
The lead had increased impedance for the past four months and the threshold has increased. Additional information received was that the patient alert sounded for high impedances. The physician speculated that it could be calcification at the lead tip. The physician was also unable to retract the helix and unable to place a stylet in the lead. Blood was seen in the lumen. The lead was partially capped and replaced. An additional portion of the lead was later returned.

Event description:
It was reported the lead had increased impedance for four months and the threshold had increased. Additional information received stated the patient alert sounded for high impedances. The physician speculated that it could be calcification at the lead tip. The physician was also unable to retract the helix and unable to place a stylet in the lead. Blood was seen in the lumen. The lead was partially capped and replaced. An additional portion of the lead was later returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) no anomalies found; proximal segment returned and analyzed. Analysis of the additional portion of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) the distal segment was received and analyzed. There is a white substance on the sense ring (tip electrode) and the helix that is a likely contributor to the reported electrical issue. The proximal segment had been previously returned and analyzed, and it was reported there were no anomalies found.